Manufacturer narrative:
(B)(4) concomitant medical product: vanguard cruciate retaining femoral, catalog #: 183066, lot #: 468670. Vanguard series-a patella, catalog #: 184784, lot #: 385740. Vanguard anterior stabilized bearing, catalog #: 189046, lot #: 950520. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient will undergo a revision surgery to address loosening of the locking bar from the component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event cannot be confirmed as no devices were received; therefore the condition of the components is unknown. DHR was reviewed and no discrepancies relevant to the reported event were found. Without the opportunity to examine the complaint product, root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.